Event description:
Per the clinic, the patient was taken to the operating room and administered general anesthesia on (B)(6), 2014 to facilitate an abutment exchange. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.